Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarm 1 occurred. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, customer will continue to use the pump and has back up manual injections for continued insulin therapy. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm 1 issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged insulin gauge issue could not be verified.